Event description:
Information received by medtronic indicated that the insulin pump had software error detected error alarm. Customer was able to clear the alarm. Customer received request to rewind pump. Customer is able to complete pump rewind. Customer reports that the pump error comes every time when they gives a bolus. Insulin pump passed self test. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). S/w version = 4.11j. Retainer ring = black. On (B)(6) 2022 customer alleged insulin ump received pump error 53. The insulin pump passed displacement test and self-test. Confirmed download of pump's history and trace files using thus. However, the history/trace download confirmed. Pump error 53 (line number 664 file number 172) alarms. Pump error 4 (line number 2727 file number 32122) alarms. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and cracked case. Pump error 53 (line number 664, file number 172) alarms confirmed in the pump history/trace files. Pump error 4 (line number 2727, file number 32122) alarms confirmed in the insulin pump history/trace files due to a software error (esf#1828677). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.